Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a foreign object with orange color was observed. A 90% stenosed target lesion was located at moderately tortous and severely calcified left anterior descending artery. A rotawire was selected for use. Before unpacking, it was reported a foreign object with orange color was found. The procedure was completed with another of the same device. There were no patient complications reported.